Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2018-02470. It was reported the patient presented to the ER due to chest pain (reference MFR. Report#3006705815-2018-02482) reportedly, the patient experienced convulsions postoperative scs trial implant procedure. As a result, stimulation was deactivated and the trial discontinued. An MRI was performed with pending results.